Event description:
Family member of home pt (hp) reports pulling spike from homechoice set, out from solution bag by accident, during apd treatment. Baxter technician assisted hp in ending treatment early for evening. No pt injury or medical intervention required per rn.